Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/2/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak blue repair stitch was missing. After the implantation of the anchor, the inserter was removed, and it was noticed the blue repair stitch was missing from the anchor. The suture was not stuck to the inserter, it was missing. The case was completed by de-threading the passing stitch, leaving the anchor implanted and also implanting a new anchor. This was discovered during a bankart procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.